Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The mother reported that her son was very active all day. She believes he was stacking his insulin, which caused his bg (blood glucose) levels to get down to 37 mg/dl and he became unresponsive. Mother stated they called the ambulance and the paramedics came to their house and treated her son by giving him a bunch of liquid sugar (orange juice and chocolate milk) until he ended up throwing up and became responsive. Mother also stated that she did suspend his pod and pdm (personal diabetes manager) for about an hour. She did not recall the exact diagnosis but stated she thinks it was either diabetic coma or shock. Patient did end up going to the doctor the next day, where adjustments to his basal program, insulin-to-carbohydrate ratio and insulin action time were made.